Manufacturer narrative:
Qn#(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural needle with no relevant findings. The customer reported the epidural needle bent during use. The customer returned one epidural needle with stylet and guard ((B)(4)). The returned needle was visually examined with and without magnification. Visual examination of the returned needle revealed the needle appears typical. However, microscopic examination of the needle bevel revealed the needle is slightly bent at the needle tip. The needle bevel appearance is similar to a needle bevel that has been pressed against a hard surface with force ((B)(4)). A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. The damage was discovered during use. Therefore, based on the condition of the sample received and the time of discovery, operational context caused or contributed to this event. Other remarks: the reported complaint of the needle being bent during use was confirmed based on the sample received. Visual examination of the returned needle revealed the tip of the needle bevel was slightly bent, which is consistent with damage that can be caused when a needle bevel is pressed against a hard surface. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural needle with no relevant findings. Therefore, based upon the information provided, the observed needle damage, and the time of discovery, operational context caused or contributed to this event.

Event description:
The needle hit the bone when it was inserted and the catheter would not thread. When the needle was removed the tip was bent. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The needle hit the bone when it was inserted and the catheter would not thread. When the needle was removed the tip was bent. The patient's condition was reported as fine.